Event description:
It was reported that an altitude alarm intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.